Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Abnormal or severe pannus growth can eventually affect the function of the valve. This event is may not be clinically significant and does not result in the need for additional intervention. However, if the host tissue/pannus results in clinically significant hemodynamic compromise there may be a need for intervention. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness, and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The exact cause of the host tissue- pannus is unknown, however may be related to patient factors (pre-existing disease process) which may have contributed to the event. Investigation results indicate that patient had a history of coronary artery disease. As per medical opinion, the moderate aortic stenosis and limited valve opening were caused by pannus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), approximately 9 months post deployment of a 20mm sapien 3 valve in the aortic position, moderate aortic stenosis and limited valve opening were observed. The sapien 3 valve was explanted and a 21mm inspiris valve was replaced with using a bovine pericardial patch. Per the reporter, moderate aortic stenosis and limited valve opening was caused by pannus.